Manufacturer narrative:
This report is filed june 5, 2014.

Manufacturer narrative:
(B)(4). Device will remain implanted.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same surgery. This report is filed april 15, 2014.

Event description:
Per the clinic, the patient experienced intermittencies with device use, and the issue could not be resolved. The implanted device remains. The patient was implanted with a new device on (B)(6) 2011. It was reported that, due to medical reasons, the new device was implanted in the contralateral ear, leaving the failed device in situ.